Manufacturer narrative:
(B)(4). Results of investigation: a carefusion certified 3rd party service technician field serviced the suspected device and the reported issue was confirmed. They identified that the turbine was not rotating and the issue was resolved by replacing turbine, the device was then returned to the customer to use. The suspect turbine was returned to carefusion and evaluated. The reported issue was duplicated during laboratory testing. Internal inspection observed a white residue within the turbine, consistent with the corrosion and oxidation of aluminum when exposed to water. This white residue is known to cause the turbine to be unable to rotate and so the white residue contamination is likely the root cause of the reported issue.

Event description:
The customer reported that the turbine was not rotating. The reported issue was found during testing and there was no harm to any patient or clinician nor patient being involved in associated with the reported complaint.